Event description:
On (B)(6) 2019, an amplatzer septal occluder was selected to close a septum defect. When deployed, the left disk in the left atrium formed a cobra shape. The physician pulled the device back and re-deployed, but the occluder formed the cobra shape again. The physician decided to discontinue the procedure. The patient was reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.